Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the distal insulation was damaged at 14.2 cm from the connector pin. The damaged insulation created an electrical short between the coils which resulted in low impedance. The damage is consistent with mechanical stress (i.e.: suture sleeve tie down).

Event description:
It was reported that the ventricular lead exhibited low impedance. The lead was explanted.